Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the target lesion was very calcified. After a non-abbott balloon was used and ruptured. The 2.75 x 15 mm voyager nc was inserted, inflated to 20 atmosphere and ruptured. A second non-abbott balloon was used to treat the stenosis. There was no reported adverse patient effects and no medical intervention was required. No additional information was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.